Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes have a loss of vacuum." Per email: staff noted a loss of vacuum during draw earlier this april. The tubes were drawing slowly or not at all for multiple patients and they had to stop seeing the remainder of their patients due to it. Additional information received: 4 tubes were affected, no erroneous results reported. Tubes were partially filling.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes have a loss of vacuum." Per email: staff noted a loss of vacuum during draw earlier this april. The tubes were drawing slowly or not at all for multiple patients and they had to stop seeing the remainder of their patients due to it. Additional information received: 4 tubes were affected, no erroneous results reported. Tubes were partially filling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. The exact root cause for the underfilling of the tube could not be determined as no samples were received. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.